Manufacturer narrative:
Corrected data: b5- the reporter indicated that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. Reportedly "suspecting a rotated lens in an evo patient". The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
Claim #(B)(4).

Event description:
It was reported after an implantable collamer lens was implanted into the patient's eye, "suspecting a rotated lens in an evo patient."